Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead exhibited unstable thresholds, and did not pace. The ipl was removed and not implanted. No patient complications have been reported as a result of this event.